Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 17382291 / 17811308.

Event description:
It was reported that the patients leads had high impedances. It was also reported that the patient was having difficulty charging the ipg. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device components were not returned as they were thrown by the facility.